Event description:
It was reported that a vns pt was explanted due to eri=yes. A battery life calculation was performed indicating -0.95 years till eri=yes. The explanted device was returned to the manufacturer and an analysis of the device confirmed this eos condition and revealed the presence of an out-of-limit (high) supply current caused by a selectable value r35 resistor. Though the out-of-limit supply current could have potentially been a contributing factor to the eos, the results of the battery longevity prediction confirm that the eos condition was an expected event.

Manufacturer narrative:
(See scanned page).